Event description:
It was reported that this right ventricular (rv) lead has been showing a slow increase in shock impedance measurements. The values are out of range. It was recommended to increase the upper limit alert for the impedance issues. Various impedance conditions were discussed with the caller. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.